Manufacturer narrative:
Batch review performed on 10 february 2026. Reverse shoulder system 04.01.0008 standard humeral diaphysis - cementless - 13 (k170452) lot 2309345: (B)(4) items manufactured and released on 30-jun-2023. Expiration date: 07-jun-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot 2349509: (B)(4) items manufactured and released on 22-may-2024. Expiration date: 01-may-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0124 humeral reverse hc liner d 39/+6mm (k170452) lot 2303290: (B)(4) items manufactured and released on 17-jul-2023. Expiration date: 28-jun-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0154 glenoid baseplate - d 27x15 (k170452) lot 2318876: (B)(4) items manufactured and released on 17-jul-2023. Expiration date: 28-jun-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0211 lat. Glenosphere 39xd 27 (k193175) lot 2348686: (B)(4) items manufactured and released on 04-mar-2024. Expiration date: 17-feb-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 year and 6 months from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all medacta components and implanted antibiotic cement spacers. The surgery was completed successfully.